Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown philos screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during extraction of a philos plate procedure, the surgeon had trouble removing a philos plate. He used the operace set with the correct sizes of screwdriver and extraction screw and reamer. Surgeon applied a lot of force. An extraction drill to drill through the screw head broke and he had to use the extraction reamer. Surgeon pushed the screw, which was already too long when the plate was inserted and which he wanted to take out with the extraction reamer deeper into the bone towards the joint. In the end he was able to remove the plate and all the screws. The procedure was successfully completed. This report is for unknown philos screws this is report 2 of 3 for complaint (B)(4).

Event description:
The fracture healed and the plate could be removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.